Event description:
Additional information received reported the patient had a 102 degree fever in relation to the infection. The burning sensation at the device site was noted and it was very painful. It was stated that ¿it popped¿ and then oozed ¿horrendous stuff.¿ additional review indicated that pocket erosion was noted. No further information was reported.

Event description:
Additional information received reported drainage, pain and incisional wound opening. The primary location of the infection was at the device pocket site. Perioperative antibiotics were administered. The patient did not have meningitis. It was noted that the patient was in a debilitated status prior to the implant. Patient obesity was also reported. Patient outcome was noted as infection resolved.

Event description:
Additional information received reported that the patient had a burning pain and pain in her rectum following the implant and still after the explant. The patient's symptoms were at the "ins location."

Event description:
An infection was reported. Several weeks after implant, the patient felt sick. She hit her implantable neurostimulator (ins) site on a chair and several days later, the area was oozing, red, and swollen. The ins was also half out of the skin. The ins and all components were explanted in early (B)(6) 2011. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3093-28, lot # v806874, implanted: (B)(6) 2011, explanted: (B)(6) 2011; lead model 3093-28, lot # v806874, implanted: (B)(6) 2011, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4).

Manufacturer narrative:
Product ID 3093-28 lot# v806874 implanted: (B)(6)2011 explanted: (b)(002011 (serial number:(B)(4)) . (B)(4) applied to the lead (serial number: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reported she developed an abscess which got infected three weeks after implant. She almost got sepsis. The infection was at ins and lead site. She was concerned the healthcare provider (hsp) discarded the ins without sending it back to the manufacturer for disposal/ analysis. Patient also claimed that she was not provided with manual for the device. She was going to see a new urologist. There were no further complications that have been reported as a result of this event.